Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced a severe low blood glucose on (B)(6) 2019 with blood glucose of below 25 mg/dl at the time of the incident. The customer was given cake icing, sugar, glucose tablets, and juice to treat. The customer experienced symptoms such as unresponsiveness and loss of consciousness. The customer was wearing the insulin pump during the incident but it had been suspended. Customer alleged pump over delivery. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.